Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator service required alarm condition occurred. There was no harm or injury reported. The device has been returned to a third-party service center. During the evaluation a ventilator service required error related to pressure regulation was confirmed in the error log. The devices system board needs replaced to address the issue. The customer requested the device be returned unrepaired. In addition, during the evaluation the blower, muffler, machine flow sensor and one of the in-line filters need replaced due to contamination. The customer requested the device be returned unrepaired.

Event description:
The manufacturer received information alleging a ventilator service required alarm condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A report will be submitted when the manufacturer's investigation is complete.